Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no atrial sensing or capture at maximum settings in both polarities.